Manufacturer narrative:
Unit was received with normal operating currents and passed self-test. No unexpected low battery, batt out limit or failed battery test alarms during testing. Unit passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had recurring motor error alarm. The customer stated they were able to complete the rewind process. Customer reported that displacement verification test was performed and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.